Event description:
It was reported that there was no saline solution inside the lens vial. The lens was not used. Reportedly the dry vial condition occurred with two lenses. This report references lens 2 of 2. Reference MDR # 1313525-2015-00799 for lens 1 of 2.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Note: envista toric is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista intraocular lens.